Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested and the following was received: was there any other issue noted with the staple line other than leaking (malformed staples, staple line missing staples, etc.)? No, none of that, the stapling line was integrated how was the leak controlled? An invaginating 3-0 monocryl suture was placed over the leak site. The methylene blue test was then repeated, giving a negative result. How much blood was lost (ml)? No information did the patient require a transfusion? Not during the procedures or in the first 3 days after surgery. No information after that. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Drains were placed on the patient, something they don't normally do in bariatric surgeries. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot and batch numbers, and no non-conformance's / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that in the surgery, the methylene blue test is performed, giving a positive result. It is observed that the suture line leaks in the proximal third of the gastric sleeve. Surgery was delayed 20 minutes. Where the methylene blue leaked, a buttress stitch is placed with a 3-0 monocryl suture. The blue test is done again, giving negative. The patient is left with drains. The procedure was successfully completed. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 6/24/2022; d4: batch # 612a45. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with five reloads present. The reload (b) was received unfired. The reloads (c, d, e, and f) were received fully fired. The device was tested for functionality in the straight position with a returned reload (b) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that a problem was experienced with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.